Manufacturer narrative:
Product ID 8780 lot# serial# unknown, implanted: 2013 (B)(6), product type catheter .

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
The previously reported event applies to an 8780 with an unknown serial #. The issue resolved once the physician placed a different 8780 with serial #(B)(4).

Event description:
It was reported that during the catheter implant, the health care provider (hcp) did not get good cerebrospinal fluid (csf) backflow, after the distal portion of the spinal segment of the catheter was implanted. It was said, the catheter was anchored and posturing was done first, and then the csf verification step was performed. The hcp injected contrast into the catheter and a computerized tomography (CT) scan was done and it was verified that the catheter was in the intrathecal space. A myelogram was said to also have confirmed the catheter was in the correct place. Prior to tunneling over to the pocket site, the hcp hooked the catheter to the pump, and attempted to aspirate from the cap. The hcp attempted to re-stylet the guide wire and reinsert the catheter. It was reported it "looked ok" and at the right level. The hcp removed and re-placed the catheter. The patient was originally placed on dilaudid and bupivacaine but was switched over the following week to a fentanyl, bupivacaine and clonidine mixture. The medication was titrated up every other day. The patient was said to have "discharged" on (B)(6) 2013, to hospice, with good pain relief.